Manufacturer narrative:
It was reported that right hip revision surgery was performed due to pain, metallosis, pseudotumor and tissue necrosis. Batch details were unknown for bhr cup, hemi head and stem. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. 5 years post bhr implantation a revision of the femoral head and acetabular component was performed. Revision operative findings revealed a large effusion in the right hip joint consistent with pseudotumor. There was metal debris found at the trunnion. This was found at the junction of the neck taper sleeve and the taper on the femoral component. This was black material. There was also evulsed off the anterior aspect of the greater trochanter. The reported intraoperative findings are consistent with an adverse reaction to metal debris. However, without the pathology report, images, the explanted device and metal ion levels the source, nor root cause can be concluded. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient's particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that right hip revision surgery was performed due to pain, metallosis, pseudotumor and tissue necrosis.